Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Page 3 of 3.

Event description:
A peritoneal dialysis (pd) patient called stating after completion of his peritoneal dialysis therapy and when he removed his cassette at the treatment end screens there was fluid leak. The pd patient stated that he did not see any holes/punctures in the cassette and was able to complete the treatment. The pd patient stated he discarded the supplies. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient indicated there was no observation of a fluid leak during treatment. Per pdrn no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient uses cassette catalog number 050-87216 and stated the sample had been discarded and was no longer available for evaluation. The lot number was unknown.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called stating after completion of his peritoneal dialysis therapy and when he removed his cassette at the treatment end screens there was fluid leak. The pd patient stated that he did not see any holes/punctures in the cassette and was able to complete the treatment. The pd patient stated he discarded the supplies. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient indicated there was no observation of a fluid leak during treatment. Per pdrn no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient uses cassette catalog number 050-87216 and stated the sample had been discarded and was no longer available for evaluation. The lot number was unknown.